Manufacturer narrative:
Active investigation in progress; investigation results will be submitted in a supplement report. (B)(4)

Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Adverse incident rash appeared around stoma. Consequential hospital stay for 6 days. Antibiotics prescribed though unwell feeling persisted.

Manufacturer narrative:
The customer returned some samples which were tested by an independent test laboratory for microbial limit testing which showed some microbial growth and the identification testing confirmed it to be (B)(6). Control samples (from stock) of skin prep lot 0l225 were analyzed by the same independent test laboratory and some microbial growth was seen which was identified as bacillus methylotrophicus. For both samples, the counts of the actual growth were well below the allowable limits for a preserved, non-sterile skin-prep product . The microbiologist assessment of those samples with microbial growth concluded that the risk is none. An independent medical review of the lab results and complaint details concluded there was no correlation between the reported symptoms, and the bacterial growth identified on the customer samples.